Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013, a 3.0x28mm absorb bioresorbable vascular scaffold (bvs) was implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, proximal lad stenosis within 5mm of the bvs, was noted. Medication was provided. On (B)(6) 2016, the patient was hospitalized. On (B)(6) 2016, another stent was implanted proximal to the scaffold site, resolving the event and on (B)(6) 2016, the patient was discharged from the hospital. Reportedly, there were no clinical symptoms associated with the event. There was no additional information provided.